Event description:
An explant procedure was performed (B)(6) 2012 to remove a 3.5 medial distal tibia plate (without tab) and screw construct that was implanted approx. 1 yr ago - open fracture with free flap. Three of the eight screws were noted as broken. The explant was performed due to non-union and infection. This is the 8th of 9 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusions could be drawn as no device was returned or catalog number or lot number provided.